Manufacturer narrative:
It remains unclear which mizuho devices may have been involved in the incident. Mizuho orthopedic systems inc. Does not manufacture accessories for the c-flex head positioner, and a review of its instruction manual suggests it is physically incompatible with the mizuho osi face plate and/or prone platform, so the identification may have been in error. The user facility where the event is said to have occurred has not responded to requests for information.

Event description:
Allen medical reported (ref no.maude 3010216206-2023-00008) that one of their customers used the allen c-flex head positioner with a mizuho face mask pad and mizuho face plate. The patient was male, having a posterior cervical surgery. He was in a prone position for 9 plus hours. When the patient was taken out of the positioner, he had developed a severe pressure injury on his chin.